Event description:
The patient experienced a loss of drug effect. The pump was programmed to give a single bolus of medication to which she responded. The patient was eventually admitted to the hospital. Her blood glucose was found to be extremely elevated. Additional testing was being done. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.